Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 300 mg/dl, while wearing the pod between 36 and 48 hours. They reported that in the morning their bg levels were 190 mg/dl, and so they bolused for a meal. However, the bg levels rose to 215 mg/dl, so they administered 6 units of insulin, with no effect. Additionally, the patient reported the day before when their levels had reached 300 mg/dl, they administered insulin via manual injection. The patient removed the pod during the call. When removing the pod from the infusion site (abdomen), the patient found the pod's cannula to be bent, and bleeding was observed. Treatment information was not provided.